Event description:
It was reported that the patient could not interrogate the ins. An overdischarge was suspected. The patient stated he saw a code on the programmer and was told that the error code meant the ins had reached end-of-life and he would need a new ins. It was reported that the patient saw the error code about three months ago, but there were no prior overdischarge events reported. It was noted that the patient had experienced a power-on-reset in (B)(6) 2011. The ins was scheduled to be replaced today with a new sensor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399930, lot# v002323, implanted: 2006 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID unkn-ld, serial# (B)(4), implanted: 2004 (B)(6), product type extension. (B)(4).